Event description:
The customer reported via phone call that she had been getting motor errors on her insulin pump all night long. Customer's blood glucose was 150 mg/dl at the time of the incident. Customer uses the sensor feature on the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Customer stated that they are unable to complete the rewind sequence. Customer mentioned that she changed her site and had a low reservoir warning. Customer declined troubleshooting for a threshold suspend. Customer stated that she knows that she goes low at night and then shoot up to 200 mg/dl. Customer has 6 no delivery alarms in the alarm history. The customer was advised that the insulin pump will need to be replaced and to revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.